Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a two entire drawers are not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 2.1 and drawer 2.2 were not detected on the bus. A field service engineer (fse) checked the rear controller and found that the diagnostic light on the module controller was blinking for drawer 2.1. The station was powered down, and the row board cable on the drawer controller and the retractor band for both drawers were reseated. After powering the station back on, the diagnostic lights were solid as expected, and the station successfully detected the drawers. The customer was able to successfully inventory a medication in the storage space. The system functioned as intended after the field service engineer repaired the device.